Event description:
It was reported that the device had water damage. It was also reported that there was no pt harm or involvement.

Manufacturer narrative:
Manufacturer ref:(B)(4). The wireless battery module was received and evaluated by baxter. Eval found the module inoperable due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The fluid intrusion caused the components to fail, rendering the unit un-repairable. The un-repairable module was removed from service.